Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.here were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.system air leak test passed.valve actuation test passed.teach pumps test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.there were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report the liberty select cycler blank screen during power up. The patient was not connected. The patient pressed ok, stop, and touched the screen but screen remained blank; the ok and stop keys made sound when pressed. The patient turned off cycler and reseated plug--then rebooted cycler, and the ok and stop keys lit up but the screen remained blank. The fresenius technical support representative advised of cycler replacement and to discontinue the use of cycler and to inform the registered nurse of replacement. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.